Event description:
During evaluation of a returned spectrum pump, the device's button #3 was not responding to presses when performed keypad tests. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the button #3 does not respond to presses when performed keypad tests. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as non-functioning keypad. The cause of the condition was the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.